Manufacturer narrative:
(B) (4)

Event description:
Procedure type: lap chole. According to the reporter: after the trocar was inserted, when camera was operated, the balloon burst. Used another device. No bleeding. Nothing fell into the patient cavity. No tissue damaged. The operating time and incision were not extended as a result. No patient injury was reported. No patient info available.